Manufacturer narrative:
Device was used for treatment, not diagnosis. The reportability of this event was reassessed upon receipt of additional information on november 24, 2015 based on the reported event resulting in a surgical delay 15 to 30 minutes. Event date: unknown dates since (B)(6) 2015. Specific date could not be provided by reporter. Additional information was requested but was unavailable to the reporter. Additional device product code is htc. UDI# (B)(4). Implant and explant dates: device is an instrument and is not implanted/explanted. Initial reporting facility phone number is (B)(6). A device history record review was attempted for the subject device lot 2043. Based on manufacturing document of the lot 2042, it is likely lot 2043 was produced in (B)(4) around the year 1993. The subject device is likely over 20 years old. Device history records for instruments at the time of manufacture during that time were required to be stored for 10 years. According to the filing and archiving specifications for documents specification, the documents for this lot were available until (B)(4) 2014 and are no longer available for review. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported events in (B)(6) as follows: it was initially reported on (B)(6) 2015 that a 1.8mm threaded drill guide had damaged threads, a 4.3mm drill bit had a broken tip, a pelvic reduction forceps had a broken ring on the handle, and a broken screw removal pliers had a damaged spring. Additional information was not provided by the reporter at that time. On november 24, 2015 additional information was received inferring that these devices were involved in surgical events, starting in (B)(6)2015. It was stated that the reported issues did not adversely affect the patient conditions although did result in surgical delays of 15 to 30 minutes. Any fragments generated were retrieved. Specific details regarding the events, procedures, dates and patients are not available. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
A manufacturing investigation was performed for the subject device (part number 398.650, lot number 2043). The subject device was received with a broken spring as complained. Without additional event information a root cause could not be definitely determined. It is likely that wear and tear over the years (as the instrument is over 20 years old) led to this damage. To prevent such problems, it is necessary worn or damaged instruments to replace. No product problem was identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.